Event description:
The customer contacted physio-control to report that defibrillation energy provided by their device would not be the level as expected. In this state, wrong defibrillation therapy may be delivered, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
The device was evaluated by a third-party service provider. The reported issue was not verified. Other repairs unrelated to the reported issue were completed. The device passed functional and performance inspection and was returned to the customer. Root cause could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that defibrillation energy provided by their device would not be the level as expected. In this state, wrong defibrillation therapy may be delivered, if it were needed. There was no patient involvement in the reported event.